Event description:
Customer reported that she had unexplained low blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of emergency room visits was 27 mg/dl. Customer stated that she works in the hospital and she passed out due to low blood glucose. Customer stated that her insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.